Event description:
The customer reported that the system displayed an overload fault error message. This error message will cause the system to shut down. The customer was able to reboot the system and finish the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.